Event description:
Medtronic received information that during the implant of this transcatheter bioprosthetic valve, the valve was implanted at an optimal depth. Moderate paravalvular leak (pvl) was noted, and a balloon aortic valvuloplasty was performed twice. This did not diminish the pvl. Consequently a second valve was implanted valve-in-valve which diminished the pvl to mild. No adverse patient effects were reported.

Manufacturer narrative:
The product remains implanted and therefore has not been returned to medtronic. A supplemental report will be filed when the investigation is completed. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The device history record was reviewed and showed that this product met all manufacturing specifications for product released for distribution. No issues were identified that would have impacted this event. The reported information does not indicate a potential manufacturing issue. Aortic regurgitation can be caused by a variety of factors, including valve positioning, patient anatomy, or the presence of pre-existing patient conditions, and a conclusive cause could not be determined from the limited information available.